Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generate carelink reports. Pump delivered 153 bolus deliveries on the event date of 27-oct-2025 at 00:10:53.000 to 23:52:37.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Possible under delivery anomaly was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump was not working, pump was not giving enough insulin and experienced hyperglycemia. The customer blood glucose value was 500 mg/dl and hyperglycemia was treated with insulin pump and manual injection/insulin pen. The event involved product mmt-396a,mmt-332a,mmt-1884. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the incident. No further patient complications were reported. No product return was required for mmt-396a,mmt-332a. Mmt-1884 will be return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.